Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. The operator was unable to clear the alarm or remove the air. Rinseback was not performed resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The exact cause of the venous air alarm is not known. The occurrence of venous air alarms at the very beginning of treatment are likely due to inadequate removal of air by the operator during prime. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. Facility staff has been notified. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.